Event description:
It was reported that due to generator set screw anomaly, lv lead was not able to connect and was stripped. The generator was replaced. The patient is doing well.

Manufacturer narrative:
(B)(4). The reported field event of a lv set screw anomaly was confirmed in the laboratory. Visual inspection noted silicone, septum material inside of the lv set screw hex cavity. This material prevented full insertion of the torque driver into the hex cavity and resulted in difficulty tightening the set screw.